Manufacturer narrative:
The device was returned for evaluation. No damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that during an unspecified spinal surgery, "the tip of the driver broke and have become twisted. The tip could not be recouped." No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.